Event description:
Reported observation: pt developed endophthalmitis 4 days post op cataract surgery. Pt developed hemorrhaging in the posterior segment of one eye and experienced temporary loss of vision. Gram stain taken by the attending physician: no bacteria detected. Culture taken by the attending physician: result not available at the time of reporting. Complication reported to oasis medical, inc on (B)(4) 2012.

Manufacturer narrative:
Correction to the type of report. Changed from a 5-day report to a 30-day report. The event does not require remedial action, this was a typographical error.